Event description:
It was reported that at the implant procedure, after the pocket was closed, there was an atrial lead dislodgement. The pocket was opened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 5076 implantable pacing lead (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.